Manufacturer narrative:
Unique identifier (UDI) # : unknown. Medical device catalog #: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that unspecified bd vacutainer® sst tube produced hemolysis. No report of medical intervention or serious injury.